Event description:
Event description guidant received information that this pacemaker, which is included in the failure mode 2 advisory, was noted to be not working correctly by an emergency medical technician, who attended to the patient when he was lightheaded and dizzy. When the filed representative evaluated the device it was working appropriately.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The device was explanted for normal battery depletion approximately ten years later. No adverse patient effects were reported.